Event description:
The complainant reported the automated impella controller had a controller error. This issue was discovered during use in the catheterization lab. However, the patient information is unknown. There was no reported patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.